Manufacturer narrative:
H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel, improper component placement. The device evaluation showed the following: the aaa endoprosthesis contralateral leg device size 20 mm x 14 cm was returned with the endoprosthesis deployed off the delivery catheter. The deployed device was not returned for evaluation. The deployment knob with a length of deployment with a broken piece of the deployment line was returned for evaluation blood residue was observed on the deployment line and in the catheter, indicating that it was inserted in the patient. The deployment line showed it had broken at approximately 61 cm from the deployment knob. The broken end of the deployment line had fraying and hairing indicative of a tensile break. There were kinks in the deployment line from where the deployment line was part of the stitches of the constrained sleeve. There were no anomalies noted in the remaining length of the deployment line. The length of deployment line attached to the deployment knob was compared to the catheter length. The deployment line was approximately 13 cm past the trailing olive hole in the catheter. Since the device was reportedly deployed 1.5 cm, this suggests that the deployment line broke inside of the catheter. The broken piece of the deployment line was also returned and was measured approximately 29 cm. The broken piece of the deployment line had flatter in appearance. The ends of the broken deployment line piece did not appear frayed but appeared to be relatively clean cut. The total of the returned deployment line was approximately 90 cm. The comparison of the returned deployment line to the deployment line of another plc201400 that went through successful qc lot release functional deployment testing show that an approximately 30 cm of the deployment line was not returned for evaluation. It is unknown if the missing approximately 30 cm potion was at the leading end or between the 61 cm and 29 cm deployment line pieces. The polyimide guidewire lumen of the delivery catheter was kinked at the leading olive. The blue shaft of the delivery catheter was cut open to expose the deployment line lumen. The findings from the evaluation are consistent with the physician¿s observations for a broken deployment line. The cause for the catheter damage could not be determined with the available information. The cause for the break in the deployment line could not be determined by the currently available information. However, the reported ¿unsheathing¿ technique using the introducer sheath during the deployment of device suggests that the introducer sheath was not withdraw below the distal radiopaque of the device prior to deploy the device per the instructions for use (IFU). This use outside of the IFU may have contributed to the event.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the treatment, an attempt was made to deploy a proximal side of the contralateral leg component at the gate using anterior-posterior view after unsheathing a 12 fr gore® dryseal flex introducer sheath (sheath) about 2 cm from the gate, 5 cm of the contralateral leg component. However, the deployment line was broken when the contralateral leg component was deployed about 1.5 cm. The sheath was fully unsheathed. An angiography revealed that the distal end of the contralateral leg component was not covered the right internal iliac artery. The physician tried to flush from the deployment knob, however no change was observed. The left leg was created first. Then an attempt was made to insert a pta balloon into the contralateral leg component from the left side, however it was not able to be inserted. The physician cut the catheter and remove it with additional force. The catheter was able to be removed, however the proximal side of the contralateral leg component came out from the gate and the distal side unintentionally covered the right internal iliac artery. The contralateral leg component was deployed using a pta balloon. Additionally a stent graft was implanted to bridge the gate and the contralateral leg component. The patient tolerated the procedure. The physician stated that the deployment went normally and there was no resistance, but the deployment line broken. He would like to request an investigation into whether the deployment line was broken within the catheter or at the stent graft mounted area. It could be determined based on the length of the broken deployment line.